Manufacturer narrative:
(B)(4). This final follow up report is being submitted to relay a correction. The following sections were updated: b4, b5, g3, h1, h2, h10. Previously a review of the complaint database over the last 3 years only included the category : subsidence which only found one complaint similar complaint. The review has since been expanded to included the category : loosening which found 7 complaints reported with the item 154725 (including initiating complaint). The severity of the reported event is in line with the risk file, and no issue with the occurrence rate has been identified.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6), 2018. Subsequently, a revision procedure due to subsided tibial component was performed on (B)(6) 2021.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, a revision procedure due to subsided tibial component was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item 154725 (initiating complaint). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item not returned to manufacturer.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. Medical product: oxf twin-peg cmntd fem lg PMA, catalog #: 161470, lot #: 747720. Medical product: oxf anat brg rt lg size 6 PMA, catalog #: 159585, lot #: 806090 . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2018. Subsequently, a revision procedure due to subsided tibial component was performed on (B)(6) 2021.